Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper and lower cases were broken, the battery release, lead flex cover, heart wire contacts, battery contacts, and battery flex were contaminated, two side bail covers were broken, the battery drawer was out of specification, the keyboard pad was cosmetically scratched, the liquid crystal display (lcd) was out of specification (segments missing) and the battery drawer o-ring was missing.

Event description:
It was reported the epg (external pulse generator) quit pacing while on a pacemaker dependent patient. Another unit was used. No patient complications were reported as a result of this event.